Event description:
Patient reported, left-side pain. Later, patient reported, "capsular contracture baker grade IV, tuberous breast and slight waterfall deformity." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left side pain. Patient later reported "capsular contracture baker grade IV, tuberous breast, and slight waterfall deformity." Patient's representative additionally reported "breast implant illness (bii) with symptoms: fatigue, headache, difficulty concentrating, sleep disorder, sweating, itchiness, and tingling of the skin, as well as significant breast pain, capsular contracture baker grade IV, and depression and anxiety due to product recall. Device has been explanted.